Manufacturer narrative:
(B)(4). Follow up report for correction. The date received by manufacturer was incorrect in the initial MDR, date should be (B)(6)2024. H3 other text : see narrative below

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up #2 report for corrections. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4).

Event description:
This complaint was found to be a duplicate after the MDR was submitted.

Event description:
It was reported that the bd blunt filter nrfit was used in a study and that the participant reported urinary retention. The following information was provided by the initial reporter: the above mentioned customer is participating in the (B)(4) study. The adverse event ¿ urinary retention¿ was reported on (B)(6) 2024 and was resolved the same day. Bd syringe nrfit (catalog number/type/size). 400051/syringe nrfit slip/5ml. Bd syringe nrfit lot number: 83149. Ancillary device used (catalogue number/type/size). 400066/bd blunt filter nrfit needle/18g x 1 1/2(1.2 mm x 40 mm). Bd blunt fill or blunt filter nrfit needle lot number: 3045501. The adverse event ¿ urinary retention¿ was reported on (B)(6) 2024 and was resolved the same day. Severity: mild. Site assessed the event at first as not related to every thing, but after being queried for more details, has now change the assessment to ¿possible¿ related to procedure. Relationship to spinal needle: not related. Relationship to syringe: not related. Relationship to introducer: not related. Relationship to ancillary devices: not related. Relationship to procedure: possible. Subject was treated with urinary catheter. Site confirmed in a query response that urinary retention occurred after 4, 5 hours of the procedure and there is no history of urinary retention in the subject. There were no complications occurred during the procedure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.